Event description:
Hcp reported the patient received a shock sensation when going through a metal detector at walmart. "The generator never worked right after that. If the generator was turned up too high, the patient would receive shock sensations in their abdomen". The device was explanted and replaced with a synergy. The patient was not injured at walmart and the device is reported to be working well.